Event description:
(B)(4). I've had essure since (B)(6) of 2008, gradually having side effects that I would just blow off. Until last, (B)(6) my (B)(6) year anniversary of essure placement, I went to go get a perm (which I've done before), my hair fell out, my scalp was scorched, two days after that I couldn't see, I went to eye doctor whom said after a few tests, that I was blind 3/4 in right eye, I lost my cdl class b, permit andamp; also had to get a restriction on my drivers licence. At first I was blaming the perm chemicals, but I was wrong more then three different doctors, told me no the perm would not have caused this. Then my side effects really started spiralling out of control, started having (ms symptoms), after more tests it has been determined that I do not have ms. Here are the side effects I have to essure: loss vision, more sensitive to hair products, off andamp; on having trouble walking, pain in legs andamp; hips, pain in arch of right foot (feels like muscle tissue tearing), tingling andamp; numbness from fingertips to mid shoulder (both arms), sharp pain in shoulder blade (both sides), migraines andamp; headaches (everyday) , 16-18 hour sleep comas (fatigue), nausea (everyday), moodiness (everyday), neck stiffness, lower, and mid back pain, electric shock pain in both breast areas (at different times, even on different days), my teeth are becoming very poor, metal taste in mouth, hives showing up on right ear, right arm, and on belly under belly button (all three at different times, even years apart) itching so painful, periods are just starting to act up since (B)(6) of this year, having pregnancy symptoms, then when I start my period, I have stuff hanging out of my vagina (it is so gross, andamp; freaks me out), both of my eyes twitch in the outer corners, first it my right eye for months, then it started on my left eye just a month ago, I've also had knife sharp dragging pain in my lower abdominal area; back in (B)(6) 2014, I could not move with out feeling that knife blade pain, I was so scared to death. I would just lay on my bed and hold very still until the pain was gone, I also get these small kicks in my lower abdominal area (flutters) but mine feels like a baby kicking (I've had three children), I've had twitching in my face , on cheekbone and right under my bottom lip, I wake up with an odor in my panties, not stinky, kind of sweet but yucky mixed together, its clear like water, but its not sweat, my main side effect besides going blind, and losing my hair, is my memory loss, I can't remember anything, I loose my stuff because I don't know where I've placed, I've forgotten how to use a computer sometimes, names of people I've known for years, I forget what people tell me, dates, but then there are other days I will remember random stuff from the past. Besides me thinking the perm caused my blindness, and my hair to fall out, I thought I was showing signs of early alzheimer's but doctors once again told me no. They can't discover what is causing these flare ups I never would have thought of essure, until I started doing research on it. That was during the end of time I was getting desperate with this mystery of my health problems. I've lost two jobs due to my side effects, but I still work my other two jobs.